Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient developed a film on the anterior capsule of the lens. Additional information was received from the surgeon, who reported that the patient presented with a membrane that covered the lens and identified it as "pseudo phimosis." He stated that the membrane was opened with yag laser, and remnants can be seen on the periphery of the capsule. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).